Manufacturer narrative:
The affected product has been received; however, the investigation has not yet been completed. A follow up report will be submitted with investigation results when the investigation is complete.

Event description:
The customer reported that a continuous pca infusion of dilaudid 0.8mg/hour with boluses of 01.mg and a 10 minute lockout may not have infused as programmed. It was noted that although the bolus dose administration appeared to be working, the patient had "uncontrolled pain" during the event. The patient reportedly had a "more controlled pain rating" after the pump and pcu were replaced; there was no patient harm.

Manufacturer narrative:
Analysis of the pcu event log showed that at 9:27am on (B)(6) 2016, morphine 55mg/55ml was programmed rather than the reported intended drug dilaudid, however the reported dilaudid parameters were selected: continuous dose at 0.8mg/hr, pca dose 0.1mg, lockout interval 10 minutes. The infusion continued until it was automatically paused at 12:41pm due to a battery discharged error. The pcu was connected to ac power and the infusion was restarted at 12:44pm. The pcu switched between ac and dc power 13 times, and another battery discharge error occurred at 7:17pm. All infusions were automatically paused. At 7:18 during this pause a requested pca dose was not delivered. Ac power was applied and the infusion was restarted. The next pca dose request was delivered at 7:21pm. The infusion continued, with the pcu switching between ac and dc power 4 times, until 8:46pm, when the device door was opened, and the system was powered down. The total recorded volume infused was 11.6328ml, which included 28 delivered pca doses. The pca module and power cord passed all testing. The root cause of the patient¿s uncontrolled pain was not definitively determined but may be related to a 1:1 concentration of morphine being programmed rather than the reported intended dilaudid (concentration not provided).

Event description:
Correction to the initial report: the reported bolus doses were 0.1 mg.